Event description:
It was reported that during a radial approach percutaneous transluminal coronary angioplasty/stent procedure, removal of the delivery sys, into the guiding catheter, led to stent separation from the delivery sys. Advancement of the stent delivery sys into the coronary disengaged the guiding catheter, which led to delivery sys damage, necessitating its removal. Contrary to the instructions for use, the delivery sys was removed into the guiding catheter, leading to stent separation. A brachial arteriotomy was performed to retrieve the stent. Reportedly, no pt complications occurred.